Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue with the up, down, and ok buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/02/2013 with the following findings: there was no visible damage to the keypad. The ok and contrast keypad buttons were found to be intermittently responsive. The keypad cover was removed; contamination was found under the button key contacts. Unrelated to the complaint, investigation revealed a dim and discolored display screen. Also unrelated to the complaint, the battery compartment was found to be cracked extending from the threads to the case seal, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.